Event description:
Related manufacturer reference number: 2017865-2024-38510 related manufacturer reference number: 2017865-2024-38511 it was reported that the pacemaker device could not be interrogated. Possible premature discharge of the battery was noted. The device and leads were later explanted due to an unspecified infection. The patient was stable throughout.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.